Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had been implanted for 15 months and has not reported adequate pain relief since implantation. The evoke scs system was confirmed to be functioning as intended prior to explant. The patient¿s physician noted that the patient¿s pain is not neuropathic.